Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer¿s current blood glucose was 269 mg/dl. The product was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to communicate with the contour next blood glucose meter, problem isolated to electrical board. Device received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.